Event description:
It was reported that the patient was implanted with a "pelvic mesh product," it is unknown if it is an ams product. It was reported that the patient experienced pain, suffering, disability, impairment following this implant. Additional information was not supplied.

Manufacturer narrative:
It is unknown if this implant is an ams pelvic mesh product or another manufacturer's product. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.